Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and pacer testing without duplicating the report. An internal inspection found no discrepancies. The multi-function cable receptacle connector was replaced as a precaution. The device was recertified and returned to the customer with a new multifunction cable. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a (B)(6) year-old female patient, the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.